Manufacturer narrative:
Refer to (B)(4) for investigation results. D10: the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, the patient underwent a right total knee revision. During the revision surgery, patient was implanted with a optetrak psc polyethylene tibial insert. Patient will undergo a revision surgery to remove the devices. The patient experiences daily pain and discomfort in her right knee which limits her activities of daily living and impacts her quality of life. There is no other patient demographic or medical history available. There are no radiographic or other images of the device provided. No additional information is available.